Event description:
Customer claims that the alarm will not sound when set up for 'nurse call'. Customer claims that he has attached the alarm to a working output and cable. The alarm continues not to sound. Customer did not know when this was initially discovered but stated that there was no pt/caregiver incident or injury that occurred.

Manufacturer narrative:
(B)(4). Eval: results: - eval of the returned product found that the nurse call station is not alerted when connected to the alarm and pressure is released from pad. The voice and mute functions work. All other functions work as well. (B)(4).